Manufacturer narrative:
Date of event: exact date unknown, event occurred for at least a month from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 526551.

Event description:
It was reported that the patients paddle lead had migrated causing discomfort pain around the lead site, discoloration at the surface of the skin and inadequate stimulation. Multiple reprogramming was done but still unable to get full coverage. An xray was done to examine the paddle and it appears there was migration. The patient underwent an explant procedure and the explanted device components were retained by the medical facility.